Event description:
I previously reported my onset symptoms. My recent symptoms are daily headaches, cramping, sharp pain in right ovary area, teeth sensitivity, lower back pain, stabbing hip pain, metal taste in my mouth, legs go to sleep often, cold feet, overly fatigue, and depression. Listening to my doctor and getting the essure procedure was the biggest mistake of my life. I want permanent birth control but these side effects are horrible and ruining my life!